Event description:
Mandatory medwatch received from the customer reporting an over-delivery of morphine while the pump was in use. The report states, "pt with multiple medical problems including congestive heart failure, renal insufficiency, and peripheral vascular ischemia, was place on 1 mg/ml morphine with a prescribe rate of 2 ml/hr for comfort care. Upon completion of the programmed delivery (vtbi), the rate was mistakenly increased to 20 ml/hr. The dosing error was not realized until 3.75 hrs later. The effect of the overdose would not be reversed and the pt's expired. The customer was contacted for further info. In 2003, the pump was reportedly programmed to deliver 1 mg/ml of morphine at a rate 1 ml/hr. After an unspecified length of time, the pump was reprogrammed to deliver at a rate of 20 ml/hr instead of the intneded rate of 2 ml/hr prescribed by the physician. Reportedly after 3.75 hrs, the pt was found to be "agonal and unresponsive". A code was not called because the pt had a do not resuscitate order; however, the pt was treated with two doses of 0.4mg of narcan with no result. The pt reportedly expired at 0200 the following day. Through requested, no further info was available.